Event description:
Additional information was received from a healthcare provider (hcp). Clarification of the spinal stenosis and scoliosis was the patient needed a lumbar decompression prior to new battery of intrathecal baclofen pump planned to occur at some time. It was unknown what catheter impairment occurred. The patient was referred to a neurosurgeon.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was 2016. It was reported the last time medication was in the pump was (B)(6) 2015. The patient was on oral baclofen. Catheter testing was done early 2016. Magnetic resonance imaging and computerized tomography (CT) scan were done and found out the catheter was impaired where it went into the spinal column. The pump had been beeping since (B)(6) 2016. It started as a single beep and now was a dual beep. The pump needed to be replaced due to longevity. The pump had died and the patient had elected to discontinue using the pump. The patient had lumbar spinal issues since early 2015. The patient had spinal stenosis due to scoliosis and needs surgery. The pump was implanted due to a pre-existing cervical issue. The patient was told by the physician that they did not need to have the pump removed and could leave the pump implanted due to anesthetic risk concerns of having spinal surgery and replacing the pump at the same time. The patient was following up with a physician about the lumbar spine issues. Per the hcp, they were not aware of any catheter impairment. The patient was last seen in the office (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump was still beeping. The patient did talk to his primary care provider (pcp) about silencing the alarm, but didn¿t know who or where they called. The patient stated the hcp wanted to use electrical stimulation on his legs and wanted to know the guidelines. The patient stated he would like to consider getting the pump removed since it was end of service (eos) and not functional, but was weary of getting surgery because of what happened last year with his lumbar surgery. The patient stated when the clinic discharged him in (B)(6) 2016 due to lumbar surgery (surgery was on (B)(6) 2016) which was unrelated to the pump. The patient elected to go to a rehab facility, and they put a catheter bag on him. When the patient got out of the car to stretch on his way to the rehab, the catheter bag dropped and started bleeding. When the patient checked into the rehab facility, he had a fever of 104.3 f and went into the emergency room and was turning purple and blue and went into septic shock. The patient was transferred to the intensive care unit (ICU). The patient stated the ICU kept the patient alive and got the fever down. The patient was in the ICU for about 4 days and then released the patient to go to the rehab department. The patient went into rehab for another 3 weeks doing rehab. The patient stated he was living in a retirement community because the patient needed 24 hour care due to being a fall risk. The patient stated he was going back to the clinic the first part of (B)(6) 2017 to get a diagnostic to make sure that the lumbar fusion took. The patient stated he was in a wheelchair since the surgery and used a walker all the time stating before surgery he was using a walker also. The patient stated that currently their hips were weak and so was the hamstring. The patient wanted to strengthen the muscles by using the stimulation. The patient stated he could walk straight instead of being bent over and had been pleased with the therapy he had. The patient stated he expected the issues from the spinal cord injury in his neck from 24 years ago to get to that stage of where he was in life but was going well. The patient stated he was (B)(6). The pump was eos, so there was no new pump medication information to report. No further patient complications were reported.

Event description:
Additional information was received from a suspect adverse reaction report. Medical history included intractable spasticity, other s pasticity, and an unspecified cervical issue. It was also reported that on (B)(6) 2016, a nurse stated that the spinal stenosis had nothing to do with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.